Event description:
On (B)(6) 2021, the following information was provided to kci by the patient: the patient was re-admitted to the hospital allegedly for a wound related issue and subsequently underwent a procedure. No additional information was provided. A device evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring system is pending completion.

Manufacturer narrative:
The specific date of the patient's hospitalization and subsequent procedure were not provided; therefore, the date received by kci, (B)(6) 2021, was utilized. Based on information provided, it cannot be determined that the alleged hospitalization and procedure are related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. Multiple unsuccessful attempts were made to obtain additional clinical information. The patient had significant comorbidities that may be contributing factors in this event. An evaluation of the device is pending completion. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Assess for osteomyelitis and, if present, treat accordingly. Clinical considerations: in case of suspect wound deterioration, the lead clinician should be notified, the wound should be clinically examined, and the plan of care reevaluated. The decision to resume v.a.c.® therapy should be made at the discretion of the lead clinician.

Manufacturer narrative:
Based on the additional information provided regarding the device, kci's assessment remains the same; it cannot be determined that the alleged hospitalization and procedure are related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The device passed quality control checks before placement. Multiple unsuccessful attempts have been made to retrieve the device; therefore, a device evaluation could not be performed.

Event description:
On 01-dec-2021, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6)2021, the device was placed with the patient. Multiple unsuccessful attempts have been made to retrieve the device; therefore, a device evaluation could not be performed.